Event description:
It was reported that when turned on, oxygen leaked and insufficient air was delivered. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. The customer's reported problem, "oxygen leaked and insufficient air was delivered", was verified by functional testing. The reported issue was caused by leaking from supply gas pressure indicator assembly. The supply gas pressure indicator assembly was replaced to correct the issue. P310nj device passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.